Event description:
It was reported that the pt had no benefit from the device. A CT scan showed improper placement of the transducer. Revision surgery was needed to reposition the transducer. During the intra-operative surgery, after the mobilising the transducer and removal of soft tissue, an implant check was carried out and revealed a no output condition. The current device was explanted, and immediate re-implantation took place.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.